Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for thora cic compression fracture. It was reported that the set screw stripped three times at the time of final tightening for one th11 screw. The driver was changed, and it was able to tighten while pushing the rod. The driver was broken and there were no fragments left inside the patient. There were no further complications or symptoms were reported. The procedure involved in the event was th11-l1 anterior fusion. Levels implanted was th11-l1. On (B)(6) 2021 (rep): additional information was received via manufacturer representative that the lot numbers are unknown. There is a possibility of the driver being stripped and reported products were used in the surgical field. On 2021-jun-24 (rep): additional information was received via manufacturer representative that all the three screws were used and stripped in this event. Hence, the pli 30 and pli 40 are added on (B)(6) 2021.